Manufacturer narrative:
Date of event: exact date unknown, event occurred a year ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients leads had migrated and had some generalized mechanical back pain. All components were explanted and will not be returned.